Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, while removing the delivery catheter system (dcs) the valve was dislodged. The valve was snared and positioned higher in the aorta. A second valve was implanted successfully and no adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The device remains implanted, therefore no product analysis can be performed. Without return of the product, no definitive conclusions could be drawn regarding the clinical observation. Should the device be returned or additional information become available, a supplemental report will be submitted. (B)(4).